Event description:
Complaint #(B)(4). It \was reported b\ tie patient's attorney that as a result of having the product implanted, the pt has experienced injuries, pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage.

Manufacturer narrative:
The investigation is in progress, once completed a MDR supplemental report will be filed. Initial MDR report was filed incorrectly as an importer report as a result a MFR report f/u #2 is being filed. Device code: 2993 - not labeled.

Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions. Potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contract, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforation or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. Pt codes: 1928, 2361, 1908 - not labeled.

Event description:
Per add'l info received, the pt has experienced urinary incontinence, dyspareunia, depression / anxiety, hypertension, methicillin resistant staph aureus (mrsa) in hip, unspecified "problems arising from pelvic mesh post-surgery, "jumping caused urinary leakage", repair of vaginal wall ((B)(6) 2008), removal of mrsa from hip (2009), and cystoscopy ((B)(6) 2012).